Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device would fail the shift check when the paddles were installed. It was noted that the device would pass if a test load was used instead. There was no reported patient involvement/adverse patient impact.